Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the alternate current (ac) power cord was damaged. The power cord was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of power issue during testing. The ventilator was not on a patient at the time of the event.